Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion at l4-l5 due to degenerative scoliosis. Intra-op, when the cage was inserted, it did not advance from the contralateral annular epiphysis. The cage inserter moved in the middle of insertion, due to which the inserter came off the cage. After that, cage removal was tried but the attempts failed. Then, the surgeon inserted the cage using another inserter and a metal hammer. There was a delay of less than 60 minutes in overall procedure time due to this event but no patient complications were reported.